Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of display anomaly. The customer's blood glucose level was unknown at the time of the incident. The customer stated that the display flashed solid white and it was beeping. The customer mentioned that the pump was dropped. The product was returned for analysis.

Manufacturer narrative:
After battery installation, the device gave an unexpected flashing white /blank display followed by an unexpected intermittent beep alarm due to cracked lcd controller. Unable to perform functional testing including self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test due to display anomaly. The device was received with cracked keypad overlay at select button. The device was received with minor scratched display window, case and keypad overlay.